Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2014 with the following findings: the pump powered on with the returned battery cap and the cap was able to fully tighten. The slot on the top of the pump was stripped making it difficult to remove. A power loss was not observed and the battery compartment was intact. All current draws were within specifications. There was no evidence of loose components or moisture inside the pump when the case was removed. There was one low battery warning observed in the black box history. There was no evidence of excessive battery usage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected. It was also reported that the battery cap has never been changed. It is stated in the user¿s manual that the cap be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.